Event description:
It was reported that the 15mm trilogy screw could not be inserted into the cup because the tip was noticeably blunter than the other screws and the screw length was different. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4). G2: foreign, japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.